Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to call back if the malfunction code reappeared, which it did not. The customer confirmed understanding of the guidance provided.